Event description:
Drug/diluent:unk. Fill volume: unk. Flow rate: 4ml/hr. Procedure: left shoulder surgery. Cathplace: glenohumeral subacromial spaces of left shoulder. Date of surgery: (B)(6) 2004. Patient alleges chondrolysis in should following placement of an on-q painbuster pain pump after surgery on (B)(6) 2004.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number provided and the device passed all manufacturing specifications prior to release. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filled with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit received by I-flow, llc, no customer contact can be made at this time due to the pending litigation. Info from this incident will be included in out product complaint and MDR trend reporting system.